Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the poor communication due to the ccd cable of the subject device partly break which might have occurred with the applying unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was temporary disappeared sometime during laparoscopic diagnostic procedure until the procedure finished. The user kept to use the subject device and completed the procedure. At the incoming inspection for the repair, olympus thailand checked the subject device and duplicated the reported phenomenon. Olympus thailand found the ccd cable damage which might have caused the reported phenomenon. There was no patient injury associated with this report.